Event description:
The customer reported to carefusion, "omni-flex connector slips off the shiley trach tube adapter."

Manufacturer narrative:
(B)(4): a return sample was not available for evaluation. This complaint could not be confirmed. However, in similar reports, the internal diameter of the omni-flex has been found out of specification (large). The device history record could not be reviewed because the lot number was not provided. In order to prevent product from being released out of specification, the manufacturing plant implemented (B)(4). Additionally, a mistake proof device was implemented for the manufacture of the tube to increase control at the extrusion process. A supplier corrective action was requested from the manufacturer of the connector (molded piece) to also implement a mistake proof device for process control of this component. Complaint identified for submission as an MDR following a retrospective review of (B)(4) self-manufactured complaints under CAPA (B)(4).